Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer was experienced hyperglycemia and elevated ketones/diabetic ketoacidosis. The customer reported a blood glucose value of 500 mg/dl. The reported hyperglycemia was treated by taking customer to the hospital and treated with IV drip, pills. The reported elevated ketones/diabetic ketoacidosis was treated by taking customer to the hospital and treated with IV drip. Symptoms witnessed at the time of hospitalization: feeling sick/unwell, tired/weak, altered vision/vision changes and nausea. The event reported product(s) mmt-1884, unk_reservoir, unomedical. Troubleshoot was partially performed for high blood glucose. It was unknown whether the customer was using a auto mode/ smart guard feature at that time of the event. It was unknown whether the customer was using insulin pump system with in 48 hours of the reported event. No further patient complications were reported. No product return was required for mmt-1884, unk_reservoir, unomedical.